Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the protrusion is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient underwent a battery replacement surgery due to the previous generator protruding. An implant card was received for the replacement surgery. Attempts were made for further information however no further information was received to date. No further relevant information was received to date.